Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging the j703 connector on the distribution node pca. There is no indication that the damaged electrode belt caused or contributed to the patient's passing. The root cause for the strained cable and damaged connector was excessive force. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture date monitor - 07111019 - 04/13/2015, belt - 59054094 - 04/19/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the patient's download data reveals that the patient experienced a defibrillation event consisting of two shocks on (B)(6) 2020, the date of their passing. At 07:22:00 on (B)(6) 2020, the patient received an inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment delivery was supraventricular tachycardia (svt) with motion artifact and the patient's post-shock rhythm was induced ventricular tachycardia (vt) at 200 bpm. Svt contributed to the false detection. At 07:22:25, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 180 bpm. The patient's post-shock rhythm was sinus rhythm at 80 bpm. Per clinical review of the patient's continuous ECG data, the patient was in sinus tachycardia at 120 bpm slowing to an idioventricular rhythm at 30 bpm degrading to asystole with CPR/motion artifact and electrode lead falloff from approximately 08:22:58 until the device shutdown at 10:44:00 on (B)(6) 2020. Asystole is a non-treatable rhythm. The response buttons were not pressed during the event. Supraventricular tachycardia (svt) contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The patient subsequently passed away in the hospital. There is no indication that a device malfunction caused or contributed to the patient's passing. During the investigation of the patient's electrode belt, a reportable malfunction was found.